Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in monitor only via the patient's remote home monitoring system. At this time, it is unknown if this programming change was intentional. Attempts to obtain additional information regarding this event were unsuccessful. No adverse patient effects have been reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.